Event description:
It was reported that a dissection occurred. An epic self-expanding stent was selected for this procedure to stent superficial femoral artery stenosis. The target lesion had 64% stenosis with moderate calcification and mild tortuosity. The lesion was predilated. After the stent was placed, imaging of the deployed stent found a distal edge dissection. An additional stent was deployed to cover the dissection without sequela.